Event description:
It was reported that this right atrial (ra) lead was observed to have insulation damage. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected.